Event description:
An ambicor was implanted on (B)(6) 2009 to treat for erectile dysfunction. It was reported that on (B)(6) 2012, the ambicor device was removed and replaced with another ams device for erectile dysfunction. The reason for removal was not provided.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate.